Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted. No button error alarm noted. Motor tested outside device and passed. Cracked lcd window, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir window and stained end cap sticker.

Event description:
Customer reported the insulin pump alarmed motor error and button error. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Customer is able to complete the rewind sequence. Blood glucose value is 293 mg/dl. Nothing further reported.